Manufacturer narrative:
H3: one cadd cassette reservoir from part number 21-7302-24 was received in unused condition without its original package. The sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination; no damages or other workmanship defects were detected. A syringe was used to infuse water into the cassette bag; a leak was detected on the bag. Leak testing was reviewed to ensure that measures are within specification, no discrepancies were found. The reported issue was able to be confirmed. The issue was determined to be a manufacturing issue.

Event description:
It was reported that a smiths medical admin set's internal bag was perforated, and liquid leakage was verified inside the closed excipient. No adverse patient effects were reported.